Manufacturer narrative:
Investigation summary: customer returned (100) 1/2ml, 13mm, 29g bd safetyglide insulin syringes in sealed blister packs from lot # 8135936. Customer states that the safety device has been catching and not fully engaging and the medical staff has been stuck after administering medication with these needles. Thirty out of 100 returned syringes were examined and no defects were observed. These samples were also tested and all were able to activate properly without any observed defects. A review of the device history record was completed for batch# 8135936. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle stick). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (safety mechanism does not activate, difficult to perform function). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root cause for needle stick: user error during injection.

Event description:
It was reported that bd safetyglide¿ insulin syringe with attached needle safety device has been catching and not fully engaging, which resulted in 2 needlestick injuries to medical staff after they administered medication. No medical intervention was reported.

Event description:
It was reported that bd safetyglide insulin syringe with attached needle safety device has been catching and not fully engaging, which resulted in 2 needlestick injuries to medical staff after they administered medication. No medical intervention was reported.

Manufacturer narrative:
Customer returned (100) 1/2ml, 13mm, 29g bd safetyglide insulin syringes in sealed blister packs from lot # 8135936. Customer states that the safety device has been catching and not fully engaging and the medical staff has been stuck after administering medication with these needles. Thirty out of 100 returned syringes were examined and no defects were observed. These samples were also tested and all were able to activate properly without any observed defects. A review of the device history record was completed for batch# 8135936. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle stick) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (safety mechanism does not activate) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root cause for needle stick: user error during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ insulin syringe with attached needle safety device has been catching and not fully engaging, which resulted in 2 needlestick injuries to medical staff after they administered medication. No medical intervention was reported.